Event description:
As reported, the polyethylene glycol (peg) material of a 6-12f mynx control venous vascular closure device (vcd) was associated with backing out at the access site. There was a reported patient injury of inflammation and cellulitis requiring antibiotic treatment. The site where the device was used appeared inflamed and cellulitic, and antibiotics were administered with no further treatment required. The patient recovered after the mynx event. The device will not be returned for evaluation because the incident happened at an office follow-up. Sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure. The patient was under anesthesia during the procedure, and the procedure was performed as outpatient. The access site was cleaned and maintained post-procedure with chloraprep. The patient was not immunocompromised and had not experienced a recent infection. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer was mynx certified. A cordis sheath introducer was used. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.